Event description:
It was reported that the procedure was to treat a perforation in the mid circumflex (cx) artery. The 2.8x16mm graftmaster failed to cross the lesion reportedly due to interaction with the patient's anatomy. There was reportedly no interaction of devices and no damage noted to the graftmaster. An unspecified balloon dilatation catheter (bdc) was used to seal the perforation and successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other incidents reported for failure to advance from this lot. Based on the reviewed information, no product deficiency was identified.